Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump screen was facing towards the customer's body. The customer declined assistance from tandem technical support regarding the issue, but reported that connection was regained once the pump and the transmitter were within range of each other. No additional patient or event information was available.